Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On the same day, it was reported that the patient experienced dka and was taken to the hospital. At the time of the event the cgm reading was 201 and the bg reading was 540 mg/dl. At an unspecified time of the event the cgm was reading 201 mg/dl and the blood glucose reading was 175 mg/dl. The patient was discharged on the same day. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.